Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Event description:
It was reported that the sleeve fell off a bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter, "sleeve fell off and blood leakage occurred after last blood collection tube."

Manufacturer narrative:
Medical device type: jka, fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sleeve fell off a bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter, "sleeve fell off and blood leakage occurred after last blood collection tube."